Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
The patient presented in the hospital. During the implant of the right atrial lead, the lead was under-sensing. The physician attempted to retract the helix, but it would not retract. The lead was explanted and replaced. The patient is recovering.